Event description:
On 08/30/2025 the caregiver reported that on (b)(6 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl and vomiting. The caregiver contacted ems and the user was transported to the hospital where the user was admitted and diagnosed with diabetic ketoacidosis. The user was treated with manual insulin injections and discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.